Event description:
It was observed that during the device evaluation, the duodenovideoscope had a cracked adhesive around the light guide lens and foreign objects in the server plug in z block. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the cracked adhesive around the light guide lens was traced to component failure and the most probable root cause of the foreign objects in the server plug in z block could not be established, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.